Event description:
It was reported that intermittent and ongoing air bubbles were observed within the tandem mobi cartridge system. The customer attempted to resolve the issue by filling the tubing, but the issue persisted and it was suggested to have the customer replace supplies as necessary and resume insulin therapy. There was no adverse impact to the customer's blood glucose level.